Event description:
It was reported that while using a bd insyte¿ IV catheter, leakage occurred. The following information was provided by the initial reporter: during venipuncture, blood leakage from the catheter was observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 19-jul-2022 h.6. Investigation summary: seven photos and thirty samples (one actual used sample with open packaging and twenty-nine (29) representative samples with sealed packaging) were received by our quality team for evaluation. The photos were subjected to visual inspection to check for catheter tubing or adapter damage. A line stained with blood was observed on the catheter tubing near the nose of the adapter. The samples were subjected to catheter leak testing. The actual sample failed the catheter leak test with the leakage observed on the catheter tubing near the nose of the adapter, while the 29 representative samples passed the catheter leak testing. The failed sample was subjected to visual inspection for catheter tubing damage. A cut was observed on the catheter tubing near the nose of the adapter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no abnormalities were observed during the production of affected batch and two quality notifications have been raised for a similar nonconformance in the past 12 months. Based on the cut location near the nose of the adapter, the most probable station for this defect to occur is the flaring station at the assembly line, where the catheter tubing is assembled onto the metal wedge. Upon review of the flaring station, the only machine parts that come into contact with the catheter tubing are two rubber pads that hold onto the tubing and move it downwards to assemble to the metal wedge. The rubber pads have soft, elastic surfaces without sharp edges, and are therefore unlikely to have caused the cut on the tubing that was observed. After the flaring process, the swaging process loads the adapter onto the tubing-wedge sub-assembly, after which the adapter will shield the affected tubing area from contact with other machine parts. As the actual sample was used and the defect was unable to be reproduced at the assembly line, and the other 29 unused representative samples passed the leakage test, the actual root cause could not be established.

Event description:
It was reported that while using a bd insyte¿ IV catheter, leakage occurred. The following information was provided by the initial reporter: during venipuncture, blood leakage from the catheter was observed.